Manufacturer narrative:
The scope evaluation is still in progress as the scope is currently with an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. The cause of the reported event could not be determined at this time. On (B)(4) 2017, the olympus endoscopy support specialist (ess) visited the user facility to observe the user facility¿s reprocessing practices and to provide reprocessing training. The ess observed the user facility was not using suction after brushing during the manual cleaning/brushing steps. The user facility stated they use the endoscope flushing aid (medivator scope buddy). In addition, after the manual cleaning/flushing step the user facility did not allow the scope to soak in the non-olympus detergent solution (ruhof endozime aw plus) for the recommended time. Instead, the user facility utilized running the medivator scope buddy for two minutes on the scope. The reprocessing manual for the scope (section 5.5) states to ¿leave the endoscope with attached accessories immersed in the detergent solution, according to the instructions of the detergent manufacturer.¿ if additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope culture tested positive for gram negative bacillus after being reprocessed in the non-olympus (medivators advantage) automated endoscope reprocessor (aer) machine. There was no patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the laboratory test and physical evaluation results for the returned scope. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for micrococcus luteus and bacillus marisflavae. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the biopsy channel with an olympus boroscope and found a foreign stain inside the channel wall below the protector boot. Additionally, there were scratches, scrapes and kinks found on the channel wall at the distal end; there were no leaks noted on the biopsy channel. However, there was a leak noted on bending section cover due to a hole/cut. The likely cause of the hole on the bending cover can be attributed to improper maintenance. There were no signs of foreign stain/substance on the insertion tube, bending section and distal end. The scope was repaired and returned to the user facility. Based on the ess findings, independent laboratory results and device evaluation, the cause of the reported positive culture is likely attributed to improper maintenance of the scope.